Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that during intra aortic balloon(iab) therapy an ICU rn have called for assistance with a fiber optic sensor failure on a cardiosave. The fiber optic cable was coiled, secured, and labeled. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4; d9 return to manufacture date; g3; g6; h2; h6 type of investigation, investigation findings, investigation conclusion, component code; h11 the iab was returned with the membrane completely unfolded and blood on the exterior and interior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The sheath was not a maquet product. The extender and pressure tubing were also returned. A kink was observed on the inner lumen within the membrane approximately 26.4cm from iab tip. The optical fiber was found to be broken at the kinked location. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h11. Corrected field: h6 (investigation findings and investigation conclusions). D.4. Serial field should be left blank. Kindly revert this field.